Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided d1: brand name unknown / provided d4: additional device information: unknown / not provided e1: email address: unknown / not provided g4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported that the crown fell off the implant, and during the examination, a fracture of the abutment at the thread part was detected. The implant was removed to remove the remaining screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) unknown biomet abutment for evaluation. Visual evaluation of the as returned device identified the abutment with signs of use, and was observed attached to a crown. The abutment's screw is likely deep inside the abutment and was fractured. Additionally, the abutment's fingers were seen damaged, likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.